Event description:
It was reported that the patient experienced a presyncopal episode. Interrogation revealed loss of capture and undefined resistance. The device was explanted and subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.